Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon was tying knots outside of the trocar then sliding the knot through the trocar until it reached the tissue involved. A knot pushing device was being used to slide the knots. The trocar started to loose pneumoperitoneum. They switched to a second trocar and the same thing happened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises such as whistling or hissing heard? Yes. Describe the noise: leaking air noise. If yes, did the noise prevent insufflation? Yes. Was there a drop in pressure? Yes. Did this affect the surgeon's visibility? Yes. What was the gas consumption rate or volume (litre/minute)? Unknown . Was the user able to identify where the leak was coming from? Yes. If yes, where? Well, when they put their finger at the entrance of the trocar, it stopped leaking. Was a device inserted into the trocar during leaking? Yes. If so, what was the device? Sutures and push-knot instrument was any torque being applied to the trocar or device? No. If so, whom? The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hw25, expiration date: 10/2014, manufacturing date: 11/2009, (B)(4) leak test failure.